Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer declined the troubleshooting for he high blood glucose. It was unknown that the customer was using auto mode or not. Customer also reported that insulin flow block alarm and the event was resolved by the complete set change. The pump will not be returned for analysis.